Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the system had incoming power but no output power due to defective pdu fan tray and dcps. To resolve the reported issue, the fse replaced the mpdu fan tray. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power on. The system was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the main power distribution unit (mpdu) fan tray which resolved the issue. The device was returned to use in good working order.